Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The pump was out of warranty, but cts decided to replace it due to the malfunction code 16. The customer, who had no backup therapy, was advised to contact their healthcare provider. Cts sent a replacement pump with updated software, provided instructions for putting the faulty pump into storage mode, and requested its return via ups using a pre-paid label. The customer understood and acknowledged the instructions and steps needed for the replacement.